Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the carriage assembly was inspected, but no faults could be identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) was not working properly. The discs on the sterile adapter on the drape were not rotating when installed on usm 2. Prior to calling user replaced drape with no change. User was proceeding as a 3 arm case and site was going to hard power cycle the system after the case. No related errors were noted in logs. Tse requested caller call back at the end of the case and perform a visual inspection on usm2 carriage for proper operation of the presence pins as well as to ensure no foreign object restricting the proper seating of the sterile adapter on usm2 carriage. The procedure was completed with no reported injury.